Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent stabilization surgery on (B)(6) 2014, and sutures were utilized (both internal and external) due to a sprained ankle that occurred in (B)(6) 2014. The patient also underwent a deviated septum repair concurrently at the time of surgery. It was reported that the sutures did not dissolve, and the patient experienced infections, granulomas, and wound did not heal. It was reported that the post-operative visit on (B)(6) 2015, indicated that the left foot was swollen, but the incision was clean and healing well. On (B)(6) 2015, the patient had a post-opt visit, which indicated that the swelling was improving. On (B)(6) 2015, the patient had a post-opt visit, which indicated that there was a small scab/stitch abscess; exuded a mild drop of purulent fluid. The rest of the wound was described as clean dry and intact. It was stated that a small segment of stitch was removed. The suture was not identified. On (B)(6) 2015, the patient had a post-opt visit and it was noted a small suture prominence, which was described as a small suture abscess. The skin was noted to be well healed. On (B)(6) 2015, the patient had a post-opt visit, which indicated that there was no discharge seen, but the patient stated that the stitch was bothersome. No suture was seen. On (B)(6) 2015, the patient underwent an internal and external suture removal; the patient had several knots that were prominent from the o fiberwire stitches. It was further reported that the patient's scab/stitches were bothersome, rubbing and draining serous fluid. The patient is currently undergoing physical therapy, and is being treated for complex regional pain syndrome. The patient's wounds have now healed. No additional information was provided.

Manufacturer narrative:
Corrected information: corrected patient codes: (B)(4) ¿ surgical procedure

Event description:
Wcq received an e-mail from the ethicon risk manager stating the following: it was reported that the patient had sprained her ankle in (B)(6) 2014, and underwent a tendon stabilization surgery on (B)(6) 2014, and vicryl sutures were utilized (both internal and on the skin). The patient also had a deviated septum repaired at the same time. It was reported that the sutures did not dissolve, and that the patient had infections, granulomas, and the wound did not heal. She had a subsequent surgery on (B)(6) 2015, and the internal and external sutures were removed. She is still undergoing physical therapy, being treated for complex regional pain syndrome, and the wound is now healed. No additional information was provided at this time.